Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the doctor's meter. Results as follows: date: (B)(6) 2011, inratio: 5.0, date: (B)(6) 2011, inratio: 5.7, doctor's meter: 4.9. Patient's therapeutic range: 2.5-3.5 inr. On (B)(6) 2011, patient had bruising.